Manufacturer narrative:
Company representative evaluated the unit and replaced the rear housing, navigator switch, knob, and reseated the cable. Unit was tested to factor specifications.

Event description:
Customer reported an issue with the passport 2 monitor, which may have affected ECG monitoring. No patient injury was reported.